Event description:
Reporter alleged blood glucose was in the 70s mg/dl kall day and did not eat due to not feeling well. It was reported paramedics were called at 11 pm due to the customer blacking out. Reporter stated five minutes later, paramedics meter read lo while her meter read in the 90s mg/dl so was given a glucose IV and gel. Reporter indicated being taken to the hospital where diagnosed as hypoglycemic and admitted for a week.